Event description:
The male patient rec'd a 3.0 x 33 mm cypher select plus stent in the proximal lad. Nine months later, the pt had stable angina and coronary angiography revealed restenosis in the implanted stent. A CABG is scheduled for september. At the one year follow-up, the pt had angina.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and was not available for analysis. Device history record review was conducted and the product met quality requirements for products acceptance. Additional info will be submitted within thirty days upon receipt.